Event description:
Implants gel bleed, causing serious health problems. Rptr has been diagnosed with the following after implantation: chronic bladder/urinary infections, chronic infections, interstitial cystitis, high or low blood pressure, demyelinating neuropathy, anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, organic brain syndrome, reduced blood flow to brain, pain and/or burning sensation in chest/rib cage. Inflammation, elevated cholesterol or triglicerides, nerve damage in eyes, thyroid problems, extremities (hands and/or feet: chronic swelling, chronic pain, heat of cold sensitivities, raynaud's disease, frequent low grade fever, chronic diarrhea and/or constipation, esophagitis, duodenitis and/or gastritis, irritable bowel syndrome, hysterectomy, heart problems, hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, lupus, atypical lupus, joints: inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, liver problems, chronic swollen lymph nodes/lymphadenopathy under arms, lymph nodes removed from rt "arm pit", chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, muscle atrophy, fibromyalgia, sun sensitivity, unexplained severe itching, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drop things, and misjudge distance/run into objects.